Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon, on resection, the two staplers were not able to fire, the surgeon was able to press the green button and squeeze the handle. They changed to another device to complete the case.